Event description:
It was reported that the device would not complete the boot cycle and the display would remain light blue, a lock up failure. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. Physio replaced the patient parameter pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assembly and verified the intermittent lock up failure. However, the assembly begun to operate normally thereafter and the failure was not duplicated. Further cause of the reported/observed failure was not determined.